Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent up button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump received with cracked on the bottom right side at display window corners.

Event description:
No blood glucose levels reported. The customer reported a button error alarm from the insulin pump that they were not able to clear. No additional information is provided.